Manufacturer narrative:
There was no rx acculink device malfunction reported. Myocardial infarction, cardiac arrest and death are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms / ae: myocardial infarction, cardiac arrest and death. Time of ae: 12 days after the procedure. It was reported that 12 days post an uneventful right internal carotid artery stenting procedure, the patient reported chest pain and became unresponsive. Upon arrival of emergency medical services, the patient was in asystole. Advanced cardiac life support was performed, but the patient died. The event was diagnosed as a myocardial infarction with the cause of death listed as acute cardiac arrest. There was no additional information provided.